Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The physician intentionally made side holes to the guide catheter that was being used for the procedure. A 3.00 x 24 synergy ii drug-eluting stent was then advanced to treat the lesion. However, during insertion, the stent hit something by the side holes and was lifted up and torn. The stent remained on the stent delivery balloon despite this. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.